Manufacturer narrative:
(B)(4). Unit p-cap / reservoir locked properly in place and passed displacement test. Unit received with cracked retainer and scratched case however, unit does not rattle when shaken. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had rattle shaking of reservoir inside. The insulin pump was dropped. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.